Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the codemaster xl+ had a "failed power supply" and the "charge capacitor pops". There was no patient involvement.